Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed for provided material number 309110 and lot number 2303116. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. Additional details were requested regarding the reported defect of ¿membrane folds,¿ however, additional feedback has not been received at this time. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility for review. Upon examination, the retained samples did not display any signs of leakage. Although no issues were detected with the retained samples, per the provided feedback, we understand that an issue with damage in the plunger lip component may have taken place. This type of damage may be produced during the handling of the product through the manufacturing process or within the plunger assembly machine. Based on the investigation results, the exact cause cannot be confirmed. With the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that during use with bd discard it¿ 10 ml syringe w/o needle leakage occurred. There was no report of patient impact. This is the 2nd of 2 events. The following information was provided by the initial reporter: and the syringe leaks.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd discardit¿ 10 ml syringe w/o needle leakage occurred. There was no report of patient impact. This is the 2nd of 2 events. The following information was provided by the initial reporter: ... And the syringe leaks.